Event description:
Boston scientific received information that approximately three weeks post implant, this right ventricular lead dislodged. No adverse patient effects reported.

Manufacturer narrative:
At this time, no additional information has been provided. If new details are received, a follow-up report will be submitted.

Event description:
Subsequent information indicates the lead had been repositioned at an unknown date; however, confirmed to have dislodged again. Additional intervention pending.

Event description:
This case concluded with another right ventricular lead implanted in the absence of reported incident. All lead measurements post implant were satisfactory and the explanted lead will not be returned for a post market assessment.